Event description:
Initial result for a urine protein was negative. When repeated the next day, the result was 150 mg/dl. The incorrect result was not used to guide therapy. The field service rep. Found the sample probe was misaligned and repaired the instrument by correcting the aligment.